Manufacturer narrative:
H6: investigation summary an incorrect result (false resistance) was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that they were continuing to receive false resistance of vancomycin on staphylococcus. Previous investigations reviewed the m50 instrument and found no cause of the failures. The customer requested that bd come onsite to review their workflow and check for contamination. The bd field service engineer (fse) who was dispatched reviewed the phoenix ap instrument used to prepare the panels and adjusted tubing which had come loose from the guides. No issues were found with the customer workflow. The fse recommended that the customer culture the ap ID broth to thioglycollate broth for a minimum of 7 days to rule out low level contamination of the ap, and requested that any further information be shared with bd technical services for review. The root cause could not be confirmed and is unknown. This is an unconfirmed failure of the phoenix m50 instrument. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples or further information is received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Review of service history for pf0514 was completed and revealed two previous complaints related to false resistance. Both cases also involved staphylococcus incorrectly being reported as resistant to vancomycin and occurred directly prior to the events of this case. On these previous cases, the instrument was checked and no issues found. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h10.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance was observed by the laboratory personnel. An alternate method was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that issues with vanc resistant staph. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance was observed by the laboratory personnel. An alternate method was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that issues with vanc resistant staph. "